Manufacturer narrative:
The reported events of over sensing, lost pacing and noise were confirmed. As received, a complete lead was returned in one piece measuring 68.6 cm stretched. Dissection of the lead found the inner insulation was abraded at the distal region at 45.7 ¿ 46.8 cm from the connector pin. The cause of the oversensing, lost pacing and noise was due to inner insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14796. It was reported that the patient presented for follow up with the right ventricular lead exhibiting sensing noise resulting in pacing inhibition. The patient was observed to have premature ventricular contractions and was concerned that the pulse generator had not been pacing sufficiently and complained of discomfort. Both the pacemaker and right ventricular lead were explanted and replaced. The patient was in stable condition.